Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed for provided material number 309653 and lot number 0058591. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, thirteen physical samples and three photos were provided for evaluation by our quality team. All the samples came in opened packaging blisters with a hand drawn circle on the syringe barrel. The plunger rod-rubber stopper was removed and a visual inspection was performed with a 10x magnifier lens. The rubber stopper has a small drop of medical grade silicone about 1/64" in size. No further testing was performed and no other imperfections were observed. The three photos provided show some of the samples received. During manufacturing the medical grade silicone is applied to the rubber stopper and the inner wall of the syringe barrel. It could be possible that a small droplet of this medical grade silicone stayed on the surface of the rubber stopper. Based on the investigation with the returned sample and photo sample analysis the symptom reported by the customer could not be confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 13 bd luer-lok¿ tip syringes were found with foreign matter in them. The following information was provided by the initial reporter: "foreign material".